Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had broken upon insertion and split down the middle into a "y" shape. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on lot number 8047794: the lot number was built/packaged on (B)(6) line 1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Reviewed disclosed one non-related qn was initiated during the build of this lot number that would not impact the outcome of the quality of the product relevant to the defect stated in the pr. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a bd nexiva closed IV catheter system had broken upon insertion and split down the middle into a "y" shape. There was no report of exposure, serious injury or medical intervention.